Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor session stops when speaker test comes up on the receiver. No product or data was provided for investigation. Problem could not be confirmed and root cause cannot be determined.